Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported "no audio" during alarms which was confirmed during evaluation. The cause was determined to be the rear case with use of known good components. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no audio when volume set to high during alarms happened in the critical care unit. There was no patient involvement. No additional information is available.